Manufacturer narrative:
The t:slim pump user guide states: the cartridge is indicated as a reservoir for the delivery of rapid-acting insulin, novolog has been tested up to 72 hours of use as labeled. The cartridge is contraindicated for use with products other than humalog and novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 304 (mg/dl) and ketones. Customer administered a correction bolus to treat bg level. Reportedly, cartridge uses novolog insulin and had been in use for 4-5 days. Review of pump data indicated that customer uses a cartridge for an average of 5-7 days at a time, and customer was reminded that novolog is indicated for use up to 72 hours. Although requested by tandem technical support, customer declined to perform troubleshooting for the pump. Recommendation was made change the pump cartridge; however, customer declined to follow the recommendation. Customer indicated that they have a future appointment with health care provider to discuss other possible factors affecting bg levels.